Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side. A battery cap was not returned. A test battery cap was able to fit for testing. The pump was unable to power up due to moisture corrosion in the battery canister. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the power printed circuit board or to the continuous glucose monitoring module. The short battery life complaint was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump battery life was shorter than expected. During troubleshooting of the device, the pump alarm history confirmed that the battery life was shorter than expected. The troubleshooting also indicated that the pump battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.